Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, three blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.this report is for the third blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, three blades broke at the mount. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This report is for the third blade that broke.